Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device battery depleted early with prolonged charge times. The device was removed and a new device ws implanted. It was noted the patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.